Manufacturer narrative:
Product event summary: analysis not able to confirm the reported touch pen issue; correct stylus/overlay alignment throughout the entire display was verified . Analysis confirmed the reported hinge issue; left keyboard hinge was broken. It is noted the keyboard slide was missing.

Event description:
It was reported the keyboard hinges are broken and the touch pen is out of calibration. The programmer was returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 229047 analyzer (B)(4).